Event description:
It was reported that during the procedure the power source turned off when the fiber was connected. The procedure has been postponed. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient sedation status of unknown.